Event description:
The customer reported faulty led indicator. There was no patient or user harm reported.

Manufacturer narrative:
G4: 19sep2019; b4: 20sep2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. The power switch overlay was installed onto the test ventilator for testing. After testing, the reported failure was unable to be duplicated and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10jul2019. The device was evaluated by the field service engineer (fse) and the reported problem was confirmed and replaced the power switch overlay in order to address the reported issue. Unit now meets specifications.

Event description:
The customer reported faulty led indicator. There was no patient or user harm reported.